Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient experienced blurriness and was not able to tolerate to the lens, therefore the lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The replacement lens information was not provided. There are no other complaints in this lot. The manufacturer internal reference number is:(B)(4).